Event description:
New information received indicates that high out of range pacing lead impedance continued to appear. Programming changes were made and the patient will continue to be monitored.

Event description:
New information received indicates that chest x-ray was performed. No visible issues were noted. The lead is planned to be explanted. The patient will continue to be monitored for now. The patient was stable.

Event description:
New information received indicates that the lead was explanted without any complications.

Manufacturer narrative:
Evaluation summary: the field report of high pacing lead impedance could not be confirmed. As received, the partial lead was returned in two pieces. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. The damages found are consistent with those occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing lead impedance had slowly increased from 600ohm at implant to 1950ohm in the last weeks. All the other electrical parameters were good and stable. Physician decided to take no action. Patient condition was good.